Event description:
The cannula accessory was returned by request from intuitive surgical, inc. As part of an investigation regarding cannula related tube abrasions.

Manufacturer narrative:
The cannula accessory was evaluated. Engineering observed that the cannula accessory is out of round at the distal tip. It appears that the long side of the distal tip has been slightly dented. A .342 gage pin does not fit through the distal tip inner diameter. Engineering concluding that the damage to the cannula is likely due to mishandling. The deformation of the tip has the potential to cause scraping in certain loading conditions. No other damage found.